Manufacturer narrative:
Event occurrence date is unknown and updated in b tab. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3363125, 2179495 and 3076656. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
Event occurrence date is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Batch: 3363125, batch creation date: 2024-01-02, batch expiration date: 2026-12-31. Batch: 2179495, batch creation date: 2022-07-08, batch expiration date: 2025-06-30. Batch: 3076656, batch creation date: 2023-03-24, batch expiration date: 2026-02-28.

Event description:
The complaint is for much more than blood leaking. 1. Leaking, 2. Dullness, 3. Repeated sticks due to catheter dislodgement, 4. Accidental needle stick bc the needle did not retract completely, 5. Blood exposure, 6. Problems with catheter collapsing when used to draw blood for lab work, 7. Loose hub causing issues with insertion.